Manufacturer narrative:
H.6 results eval codes: we are anticipating the return of the event sample. If the sampe is returned then a follow-up report will be submitted. Smiths medical asd, inc. Has not rec'd any similar reports on this device lot number or on any of this product line. The hosp reported that the anesthesiologist held the mask firmly onto the pt's face and allegedly two of masks "popped" when held firmly in place. Pt demise, however, facility feels this report had no impact to pt outcome.